Manufacturer narrative:
(B)(4). Evaluation noted that the plunger, link, anterior needle, and anterior cuff were not returned with the device; therefore, the scope of this investigation was limited. The returned device indicated that the posterior cuff successfully captured the needle during needle deployment. However, during the needle plunger retraction, the link was pulled from the swage end of the posterior cuff. The link detachment subsequently resulted in a failure to retrieve the suture and this could appear very similar to the reported suture break. Because the original plunger was not returned with the device, during lab testing, a proxy plunger was inserted and retracted successfully without any observable resistance that could contribute to the link detachment. There were no abnormal observations on the returned suture to suggest that it might have been dragged during plunger retraction which could potentially result in link-to-cuff detachment. No manufacturing or quality issue was detected and the root cause for a link pull from posterior cuff could not be determined based on the investigation. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of a common femoral artery after an unspecified procedure. Reportedly, the suture broke while pulling the plunger back. The method used to achieve hemostasis was not provided. There was no adverse patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.